Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer contained the leak by replacing a broken water reservoir connector. The cse ordered a spare part to replenish the customer's stock and verified the functionality of the analyzer to ensure that there was no more leak. The cause of the delay was due to an instrument leak. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported a leak coming from the water tubing of an advia centaur xp instrument. The customer was able to contain the leak and there were no reports of injury to staff or damage to property. The customer reported that there was a one hour delay in obtaining patient results tested for troponin. The customer had a back up instrument available at the time of the incident. There are no known reports of patient intervention or adverse health consequences due to the delay.